Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-tandem pump data report (glooko+diasend) showed that the pump was delivering too much insulin. Contact was not sure if the pump was delivering too much insulin or if the carbohydrate input was too large for a food bolus. As the contact did not have the pump available at the time of the report, a pump system check was not performed. There was no reported impact to blood glucose. Tandem technical support reviewed the non-tandem data report and it showed the grams for carbohydrates may have been input incorrectly. Tandem pump data was reviewed and found the pump was functioning normally.